Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - 4581: rotation secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
Pb the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was exchanged for a same model, power but longer length lens. The problem was resolved. Cause of the event was reported as other.